Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the problem occurred while the pump was used with a patient. An alarm appeared noticing "low battery". They used different power supply cords, even a splitter, but the pump doesn't charge. The first power supply used had a broken pin and the customer believes that is why the pump cannot charge anymore. Pump treatment information:continuous delivery type of drug: unk. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harm: no." Additional information was received on may 04th, 2016: "hi (B)(6), please see the answers to qcore's questions: is there any physical damage to the device power socket? If so and if possible, please provide a photo. No. Is there any physical damage to the mini cradle? If so and if possible, please provide a photo. No. Is the problem visually detectable? If so, please provide a description / picture. No. Did an alarm appear pointing the problem is related to the battery? Yes. If so, please quote the exact message wordings. Low battery. During the last use, was the pump operating on ac power or battery power? Battery power. Has the pump been in use since the event? No. Was the connector of the power supply cord (the part that connects to the pump) checked for any bent pins inside the connector (inside the round circle sleeve that protects the pins)? Yes, no bent pins inside was the main unit of the power supply (the one that connects to the electric socket) checked for any bent connectors between the main unit and the individual country power output connector? Yes, no bent pins inside".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the problem occurred while the pump was used with a patient. An alarm appeared noticing "low battery". They used different power supply cords, even a splitter, but the pump doesn't charge. The first power supply used had a broken pin and the customer believes that is why the pump cannot charge anymore. Pump treatment information:continuous delivery. Type of drug: unk. Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Human harm: no. "Additional information was received on may. 04th, 2016: "hi (B)(6), please see below (and attached) the answers to qcore's questions: is there any physical damage to the device power socket? If so and if possible, please provide a photo. &#61672; no. Is there any physical damage to the mini cradle? If so and if possible, please provide a photo. &#61672; no. Is the problem visually detectable? If so, please provide a description / picture. &#61672; no. Did an alarm appear pointing the problem is related to the battery? &#61672; yes. If so, please quote the exact message wordings. &#61672; low battery. During the last use, was the pump operating on ac power or battery power? &#61672; battery power. Has the pump been in use since the event? &#61672; no. Was the connector of the power supply cord (the part that connects to the pump) checked for any bent pins inside the connector (inside the round circle sleeve that protects the pins)? &#61672; yes, no bent pins inside. Was the main unit of the power supply (the one that connects to the electric socket) checked for any bent connectors between the main unit and the individual country power output connector? &#61672; yes, no bent pins inside".